Event description:
A physician reported that during cataract surgery, an ophthalmic irrigation/aspiration tip had aspiration failure during irrigation/aspiration. When connected, tip became loose and tip was damaged at the base. The surgery was completed on the same day with alternative product. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One opened polymer I/a straight tip, with a wrench, in a blister was returned for the report of a aspiration issue and damage. The returned sample was visually inspected and was found to be nonconforming with the threads observed to be broken off with the rest of the part inside the wrench. It was observed the hub ribs were twisted in a spiraling motion. A functional occlusion/leak test could not be performed due to the damaged condition of the broken off threads. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria . The returned non-conforming sample was received opened. How and when the I/a tip became damaged and broken cannot be determined from this evaluation; therefore a root cause cannot be determined for the complaint as described by the customer. Most likely root cause is handling when placing the tip onto the handpiece the exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).